Manufacturer narrative:
(B)(4). During the follow up with a care giver, it was clarified that the unspecified infection was not peritonitis. The reported infection and strokes that led to the patient¿s death were determined to not be related to the peritoneal dialysis therapy. The care giver declined to provide any more information on the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away. Leading up to the time of death, the patient was hospitalized for three strokes and an unspecified infection in their system. The patient did not recover from the events prior to passing away. It was not reported if peritoneal dialysis therapy was being performed with a baxter device and/or baxter solutions prior to or at the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.